Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0795 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was inserted (B)(6) 2020 on r brachial, malposition (B)(6) 2020, replaced (B)(6) 2020.